Event description:
This was a vascular intervention case conducted in the cath lab to regain vascular flow to the mid sfa. Femoral access was gained via the femoral groin with a contralateral approach. The md inserted the guidewire (unk model), a 7f terumo guide sheath and began lasing with the turbo tandem (tt). While lasing significant resistance was met. The md pulled back on the tt and noted the marker band remained on the guidewire via fluoroscopy. A snare was used to retrieve the wire with the distal tip attached. The pt was not injured in the retrieval and the vessel was successfully treated with a second turbo tandem. The device is currently in the investigation stages, with results pending.